Event description:
Location: (B)(6) hospital. On 11/16/2023, rn reported the following: his intention was to administer gentamicin for his patient. After removing gentamycin vial from the omnicell dispensing cabinet, he unwrapped the syringe and introduce syringe into the vial to extract medication needed. Initially, the vial contains clear liquid solution but as soon syringe/needle punctured the vial, the liquid turned blue. Vial was sent to pharmacy for investigation. Both the vial and syringe were intact prior to usage and were not expired. Product information: gentamicin 80 mg/2 ml (40 mg/ml) ndc 63323-010-01, lot# 6131256, expire date: 02/2025, mfd: fresenius kabi, syringe: monoject 3 ml syringe with standard hypodermic needle 23gx1" 2012 covidien, made in USA covidien llc, 15 hampshire street mansfield, ma 02048 USA, lot # 238196.